Event description:
Patient on heparin drip. IV pump not flowing properly. Contents in heparin bag still full despite hours of infusion. Pump and IV tubing changed. Md notified. Ptt ordered for 8 am. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter).